Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the review of the session records, the event was due to a programming parameter that existed during an atrial threshold test that is able to be resolved.

Event description:
During follow-up, a loss of capture was observed on the device. Further review of the records indicated that this was due to programming parameters that existed during atrial threshold testing. Reprogramming changes to resolve this issue were recommended. The patient was in stable condition.